Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo diagonal artery that was 95% stenosed. The lesion was pre-dilated and a 3.0x18mm xience prime stent was deployed. An edge dissection was then noted and another xience prime was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.